Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an infusion error for an insulin infusion and request review of infusion data from midnight to midnight on the date of event. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of programming error could not be confirmed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pcu, pump module or the system logs were not provided. The all infusion detail report provided, an insulin infusion was started on (B)(6) 2025; at 4:47 am with the following parameters: dose: 0.5 unit/ kg/ hr, diluent volume: 100 ml, rate: 28.5 ml/hr, and a volume to be infused (vtbi): 90 ml at 5:50 am pump alarmed patient side occlusion, and at 7:17 am infusion was stopped with a volume infused of 70.1 ml. At 7:18 am a new insulin infusion was programmed with the following parameters: dose: 0.05 unit/ kg/ hr, diluent volume: 100 ml, rate: 2.9 ml/hr, and vtbi: 100 ml pump alarmed patient side occlusion 17 (seventeen) times between 7:29 pm and 4:24 pm. At 7:05 pm infusion was stopped with a volume infused of 32.4 ml. The alaris tm system user manual (v 9.33) states in the troubleshooting and maintenance the error and messages section to see ¿appendix a¿ for the following system references: alarms and alerts; audio characteristics; definitions; display color; radio frequency note. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the programming error was unable to be determined. Suspect device was not returned for this investigation, and no additional event information was provided.

Event description:
It was reported that the customer had an infusion error for an insulin infusion and request review of infusion data from midnight to midnight on the date of event. There was patient involvement, but the outcome is unknown.